Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the pump and the reported driveline infection could not be determined; however, the instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic after complaining of redness and drainage coming from the driveline exit site. It was reported that the patient accidentally pulled on the driveline causing trauma. Cultures were positive for staphylococcus aureus. The patient was started on keflex and would continue on antibiotic therapy. No further issues were reported.